Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. The attached user facility reports (B) (4) and (B) (4) were received from the (B) (4) registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad office mgr reported that the pt was successfully transplanted; however, the explanted lvad was returned to the MFR for eval as the hosp suspected that the pt had developed thrombus in the pump prior to the heart transplant.